Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: was there any patient consequence? Had to reclip the duct twice. Procedure name? Laparoscopic cholecystectomy. How the procedure was completed? Opening another clip applier. Did the clip fall off the duct intra-op or post-op? Intra-op. If post-op how was the leak repaired? What was the shape of the clip? U.

Event description:
It was reported that during an unknown procedure, the clip does not close all the way - slips off the duct. There were no patient consequences. It is unknown how the case was completed. One device will not be returned.